Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer high blood glucose level was 100 mg/dl, 220 mg/dl, 85 mg/dl, 432 mg/dl and the low blood glucose level was below 40 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level and glucose for low blood glucose level. Customer reports they did not receive a sensor updating or sensor glucose value not available alert. Customer reports they did receive a calibration not accepted alert. Customer reports they did receive a change sensor alert. Customer's outcome pertaining to the complaint. The device will be returned for analysis.